Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the phasix st mesh was still visible on endoscopic evaluation at 24-36 months post implant. Per the instructions-for-use supplied with the device, "significant degradation of the mesh fibers observed in preclinical studies within 12 to 18 months, indicate loss in mechanical integrity and strength of the mesh. While fiber segments were observed at 18 months, they continued to degrade." Therefore, it is unclear if the mesh failed to resorb as reported or if the observed "mesh" at 24-36 months post implant was the still observable fiber segment remnants. A review of manufacturing records could not be performed as the lot number was not provided. Note, the date of event (24-mar-2026) is considered to be a best estimate, based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient underwent repair of hiatal hernia with the implant of phasix st mesh. It was reported that the phasix st mesh remained visible on endoscopic evaluation 24¿36 months after implantation. No additional information was provided.